Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that while placing the implant, the mount was cold-welded to the implant making it difficult to separate. Osteotomy was widened in the process causing bone loss at tooth site #19. Site was grafted with xenograph after removal of implant. Patient will return to have the site be re-evaluated for a possible replacement.